Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was died and alarmed for power loss. Customer states that insulin pump turned off when she was sleeping. Customer¿s blood glucose was 276mg/dl. Customer declined troubleshoot for high blood glucose and blank display. Insulin pump will not be return for analysis.